Event description:
The following has been reported by customer: error 17 appear on device after replace new power supply board, problem solved reporting as a conservative measure. Adverse effects were not reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was not provided, therefore no review could be performed. The device was not received because it was repair locally. To solve the issue the power supply board have been replaced. The defective part was received in brézins for investigation. According to the part analysis, nothing was noticed during external visual check. Tests were carried out on the board, and all were compliant with the specifications. The fault is probably due to another component of the device. For this complaint, with the results of analysis no defect could be noted on the part following several checking/tests. No root cause could be identified, and this complaint is remain not confirmed. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: not confirmed the trend is: normal.